Manufacturer narrative:
The lens remains implanted and therefore not explanted. (B)(6). Serial number was not provided (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that scratch marks were noticed on an intraocular lens (iol) post implantation. Reportedly, the marks were at the haptic/optic junction. No patient injury was reported. The lens remains implanted. The same issue was reported on two lenses. This report is to record the first of the two lenses.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the intraocular lens (iol) was good prior to implantation, but after being pushed through the cartridge with the plunger it got a mark on it. The lens remains implanted in the patient's eyes and the surgeon didn´t feel any need to take it out after it was implanted. Reportedly, there was no issue with the patient's vision. The cartridge used was 1mtec30 (lot unknown) and the injector used was a platinum (lot unknown). Therefore updated the following fields: date of event: (B)(6) 2018, if implanted, give date: (B)(6) 2018. Concomitant medical products: cartridge 1mtec30 (lot unknown) and the injector platinum (lot unknown). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed. A photo of the implanted lens was provided and it was evaluated. It can be seen something like a mark on the edge of the lens. However, as the sample was previously handled it was not possible to determine if it was related to the manufacturing process or to the surgical procedure. Based on the evaluation, there is no indication of product quality deficiency. Manufacturing records review: the serial number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.